Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Smart crt study.

Event description:
Boston scientific received information that one day post-implant, this patient experienced a pneumothorax. This likely occurred during the implant procedure. No additional adverse patient effects were reported and no surgical intervention was required.